Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis. Effusion of right knee [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with osteoarthritis (kellgren and lawrence grade 3, prior effusion in traces). This case belongs to a batch of icsrs from october 1997 to july 2010. The patient's medical history was not provided. On (B)(6) 2002, the patient initiated treatment with first injection of first course of intra-articular synvisc (hylan g-f 20) injection into the right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2002 the patient developed synovitis of right knee. On an unspecified date in 2002, the patient underwent arthrocentesis and 26 cc of clear yellow fluid was aspirated from the right knee. On (B)(6) 2002, the patient again developed synovitis of right knee. On an unspecified date, the patient again underwent arthrocentesis and 29 cc of clear yellow fluid was aspirated from the right knee. The patient received treatment with intramuscular celestone (betamethasone) at a dose of 02 cc for the event of synovitis of right knee and effusion of right knee. The patient had not yet recovered from the event of synovitis of right knee. The action taken with synvisc treatment was not provided. The outcome from the event of effusion of right knee was not provided. Concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship of synvisc with the event of synovitis of right knee as definitely related and did not provide the relationship between synvisc and the event of effusion of right knee. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).